Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The patient was hospitalized the same day and treated with intraperitoneal (ip) cefazolin for 15 days (dose and frequency not reported) and ip ceftazidime 120 mg per day for 15 days. The cause of the peritonitis was unknown. The patient was discharged from the hospital five days after admission. At the time of this report, the patient was recovered from this peritonitis event. It was also reported that the patient had other unspecified complications and has since been transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The patient was born on an unspecified date in (B)(6) 2012. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.